Manufacturer narrative:
Qn#:(B)(4).

Event description:
It was reported "the guidewire was found bent/kinked before use on patient, so it could not be used." There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened arterial kit for analysis. The lidstock was not included. No obvious signs of use were observed on the returned arterial catheterization device. Visual analysis revealed that the guide wire was protruding from the slit on the tubing, which is not the intended assembly. Two kinks were observed on the exposed section of the guide wire. Microscopic examination confirmed the kinking and revealed a build-up of a clear substance on the guide wire surface. This substance resembles adhesive used during manufacturing. Further functional testing revealed that the distal tip of the guide wire was completely stuck inside the cannula. Therefore, it is assumed that the guide wire exited the slit on the tubing as it would not deploy during preliminary analysis. Simulated use of the returned device was performed per the instructions for use (IFU) statement, "remove guard. Trial advance and retract guidewire through needle using guide wire handle to ensure proper function." An attempt to advance the black handle on the device was performed; however, this was unsuccessful as the distal end of the guide wire was completely lodged inside the cannula. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Functional analysis a complete blockage within the needle cannula. A CAPA was previously implemented to address this issue. The CAPA investigation determined that the root cause is manufacturing related. The relevant lots within the reported kit were manufactured (november 2023-december 2023) prior to the implementation of the corrective action (october 2024). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the guidewire was found bent/kinked before use on patient, so it could not be used." There was no patient involvement.